Event description:
Additional information was received from the physician, indicating that the reported infection was not related to vns.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vns patient could not go to the follow-up visit with the physician due to intercurrent infection. It is unknown if the infection is related or not to vns. Review of manufacturing records confirmed sterilization for the generator and the lead prior to distribution. No further information was provided to date.